Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed assistance setting up the basal rates in their new insulin pump. The customer also reported that they had been having high blood glucose due to steroids. The customer¿s blood glucose level during the incident was 429 mg/dl. They declined troubleshooting for the high blood glucose. The customer¿s current blood glucose was 276 mg/dl. The device will not be returned for analysis.